Event description:
It was reported ez45 was used during a thoracotomy with a wedge resection. The first ez45 would not fire properly and broke. The second ez45 cartridge fell out of the jaws and into the pt. Another ez45 was opened to complete the case. There was no consequence to the pt.